Event description:
Information received indicates unintentional movement of the head section.

Manufacturer narrative:
The hill-rom technician investigated and found when the head section is lowered, it will raise unintentionally. The technician found the hi/low up switch on, the pt control was stuck. The technician replaced the pt control to repair the bed.